Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery, after having placed 3 screws of size 28,42,46, it was discovered that control rx, the respective screws were bent in half. They were ultimately removed and replaced. This complaint involves three (3) devices. This report is for one (1) 2.7mm ti locking scr slf-tpng with t8 stardrive recess-28mm. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Status closed due to quarantine restrictions exceeding reasonable time for hospital fulfilment of information/product return "due diligence". Should product be returned, the complaint will be reopened and processed accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.